Manufacturer narrative:
The insulin pump had a blank display due to a faulty connector on the display board. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display on the insulin pump. Customer has replaced the battery cap, changed batteries and the insulin pump does not turn back up. Customer's blood glucose reading at the time of the call was 92 mg/dl. No further information reported.